Event description:
Boston scientific received information that during a normal device change out procedure, the rate/sense terminal pin separated from the lead body when this implantable defibrillation lead was removed from the device header. The rate/sense portion of the lead was capped and a new rate/sense lead was implanted successfully. There were no adverse patient effects reported.

Manufacturer narrative:
The rate/sense portion of this lead was capped and surgically abandoned. The shock portion of this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.